Event description:
It was reported to manufacturer that the physician's hand held screen was frozen at the interrogation screen. Troubleshooting was performed which included both soft and hard resets and ensuring that the screen lock button was in the unlock position, however, the issue did not resolve. The physician has been sent a new hand held. Good faith attempts to obtain the non-working hand held and software for analysis are underway.